Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had air bubbles on the reservoir and tubing. Customer's blood glucose was 333 mg/dl at the time of the incident. Customer stated that there was a large air bubble with 3 little air bubbles. Customer stated that the air bubbles were by the o-ring. Customer did a manual prime for the high blood glucose and there were no more air bubbles. Customer stated that since she had air bubbles, if she took 2.5 units, she wouldn't get the whole amount because of the air bubble. Customer stated that the insulin was stored at room temperature. Customer does not want to do the tubing clamp test. Customer was advised to monitor the issue.